Manufacturer narrative:
(B)(4).device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, after the device was removed from the body, and the device was being unloaded, the needle broke. This occurred outside the patient. Patient information, procedure type and procedure date are not available. Lot number and UDI number are not available. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No additional information can be provided by the account.